Event description:
A customer reported that one discordant high sodium (na) result was obtained from the dimension xpand with hm system. The initial discordant result was not reported to the physician. The sample was retested and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium result.

Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined the cause of the discordant sodium result was unknown and that the customer was spinning the samples properly. Qc was in range before and after the patient sample. The tsc determined there were no instrument issues pertaining to this event. The instrument is performing within specifications. Further evaluation of the device is not required.